Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor performed the continuity resistance test and the sensor failed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have experienced sensor glucose versus blood glucose differences from the insulin pump. The customer stated that her sensor reading went from 180 mg/dl to 140 mg/dl to 101 mg/dl. The customer stated that her blood glucose was 30 mg/dl when she woke up. The customer treated her low blood glucose reading with juice. The customer was advised that her blood glucose is not within acceptable range. The customer stated that the pump suspended and there were predicted low alarms. The customer will be sent new replacement sensors.